Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor electrode was missing. The customer¿s blood glucose was unknown at the time of the incident. The customer reported that they inserted sensor and connected to transmitter, and the transmitter did not blink. The family member of the patient removed the sensor and found that electrode was missing so there was a possibility that interference occurred when the family removed the sensor. The family used another sensor. The sensor will not be returned for analysis.